Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a patient who was implanted with a spinal product type for proximal junctional kyphosis. It was reported that set screws on both sides of s2ai backed out after the operation. Both were completely backed out from the screw head. At the moment, follow-up was scheduled, and the schedule for reoperation was undecided. The patient could not run or walk due to sudden numbness. X-ray findings revealed that the left and right s2ai set screws had came off. It was revision surgery. In the initial operation on (B)(6) 2016, fixed to t10-l4 with l1 vertebral column resection(vcr) due to l 1 fracture. In the second operation on (B)(6) 2019, extension of fixing due to broken rod or something. Extended to t10-s2ai. Reinforcement using domino and cover for broken part of rod. In the third operation ((B)(6) 2019), only the ba set screw that was inserted into s2ai on the right came off (disengaged), so it was expanded with surgical precision and the set screw was replaced. The breakoff had also been completed without any problems. In the fourth operation ((B)(6) 2020).reinforcement operation for rod replacement and additional intervertebral fusion due to rod breakage. At this time, the ba set screw inserted into the s2ai on the right had also came off. Since rod was replaced, the set screw had also been changed to a new one. In the fifth operation ((B)(6) 2021) (B)(6) occurred, the rod must had been broken, so rod was replaced, and reinforcement operations such as fixed extension to t7 were performed. The s2ai screw was also replaced and various set screws were also replaced with new ones. On (B)(6) 2021, the patient could not run or walk due to sudden numbness.